Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced an incident where his blood glucose level shot up. The customer was hospitalized. The customer's father did not have time to report the issue. Customer's blood glucose level was not reported. The device was not returned.